Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic pancreatectomy procedure, the handle was not able to recognize the reload. When the gray open button was pressed, the blue light appeared and the stapler jaw did not open. The reload was being removed with the hand-switch, but failed. The battery was removed and re-inserted. After putting the battery back, the stapler opened, but the reload was not used on the patient. Another load was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.